Event description:
(B)(4). Constant abdominal cramping, excessive bleeding with menstrual cycle, problems sleeping, hair loss, achy pain in legs and hips. Sharp stabbing pain with intercourse, unable to orgasm, loss of libido, uterine fibroid s, back pain.